Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Physician reported implant rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported, implant rupture. Diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Event description:
Physician reported implant rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). As per the investigation procedure, particles and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.